Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patients were not crossing over to the station in the unit and nurses were unable to view and pull medicines for the day. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patients were not crossing over to the station in the unit and nurses were unable to view and pull medicines for the day. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device of this incident, it was determined that the patients were not crossing over to the pyxis unit, and user were unable to view the patients or pull medications for the day. A technical support specialist (tss) confirmed that the maintenance service was running and verified that the device was successfully downloading and uploading data. It was noted that some patients did not appear in my patients list but were accessible through the facility search. The customer was advised that reducing the number of patients by units or mapped areas would help mitigate this behavior. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patients were not crossing over to the station in the unit and nurses were unable to view and pull medicines for the day. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.